Event description:
Received additional information from healthcare professional stating the patient saw a "radiotherapist to plan treatment" and the patient¿s ¿lymphoma was localized to the left cheek.¿ patient ¿had radiation and is doing well.¿ symptoms are ongoing.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.¿ the event of ¿localized b cell non-hodgkins lymphoma developing 5-10 years after juvederm ultra plus injections in the cheek¿, "inflammation", ¿a firm mass¿, ¿granulomatous inflammation", ¿red, itchy cheeks, swelling¿ and ¿developed firm swelling left cheek¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events table 1. Injection site responses by maximum severity (number/% of subject nlfs). Possible treatment site symptoms include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. D. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported that a patient was injected in the ¿upper¿ cheeks and ¿upper marionette lines¿ with 1 ml of juvéderm ultra plus¿ xc and with 1 ml of juvéderm ultra¿ xc. Symptoms of ¿red, itchy cheeks, swelling¿ and inflammation first appeared ¿1 week after injections.¿ these symptoms, ¿cleared with antihistamines in 5 weeks.¿ approximately 5 years later, the patient ¿developed firm swelling left cheek.¿ this was also reported as a ¿firm mass.¿ treatment with hyaluronidase was given 4 months into the following year. Biaxin was given as treatment 8 months later and more hyaluronidase and kenalog were given the next month. Patient¿s symptoms are ¿improved but still enlarged left cheek.¿ an unspecified diagnostic test was administered in the year following the development of the ¿firm swelling left cheek¿ with ¿negative results.¿ an MRI was also administered that year which showed granulomas inflammation. An ultrasound, given the same year, showed ¿hypoechoic structure-filler granuloma.¿ the next year, a biopsy for b cell lymphoma was administered by a facial plastic surgeon with positive results showing ¿b cell non-hodgkin¿s lymphoma.¿ the biopsy report did not reference the granulomas. The patient also saw an ent doctor. Patient is allergic to penicillin.